Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. Initially the only known issue was noise on the ra channel leading to four inappropriate mode switches. Upon office follow-up the physician detected fluid in the device pocket and device system explant ensued. A new boston scientific crm device system will be implanted once the patient is cleared by the physician.